Event description:
Customer reports overinfusion of 2 units and possible overinfusion of 2 add'l units. Available info indicates units filled to 84ml with 5fu and an unknown diluent. Infusion durations reported as 2 units 24-26 hours early, I unit 48 hours early, 1 unit 60 hours early. No pt injury reported.